Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During a supraventricular tachycardias procedure, it was reported the stocket¿s temperature reading stays at 39 or 40 degrees celsius and the reading did not change. Additional information provided stated the temperature always stayed at 39 or 40 degrees, with or without ablating. The physician became aware of the incorrect temperature after first ablation. The issue was resolved after the stockert was replaced. The procedure was completed without any patient¿s consequence. Per the event description, the unit was serviced and no errors were identified. Functional and safety test was performed. Pm was performed for the unit. The unit was functioning per specification. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Customer¿s complaint cannot be verified.

Event description:
During a supraventricular tachycardias procedure, it was reported the stocket¿s temperature reading stays at 39 or 40 degrees celsius and the reading did not change. Additional information provided stated the temperature always stayed at 39 or 40 degrees, with or without ablating. The physician became aware of the incorrect temperature after first ablation. The issue was resolved after the stockert was replaced. The procedure was completed without any patient¿s consequence.